Event description:
Rptr is an internist who has been out of work suffering from hyperacusis and tinnitis since 5/92. On 5/10/93, he started what was to be a 2 wk treatment. He discontinued the treatment after one day because of significant worsening of the tinnitis which still persists. Rptr urges the FDA to consider regulation of this treatment modality because rptr does not believe it has been scientifically proven to be either safe or effective.